Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
This patient was having a left total hip replacement. During broaching of the femur, the male portion of the #5 summit broach broke off and the piece was stuck in the broach handle and the broach was stuck in the femur. There was nothing to grab the broach with, and the exposure didn't allow the extractor from the core case 2 pan to fit. Finally after 15 minutes of working, a needle nosed vise grip was able to wiggle the broach free.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the majority of the taper broke off. The root cause is attributed to wear out. The date code a0705 indicates the instrument was manufactured in july of 2005 and is over 11 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.